Event description:
It was reported by the patient that he was revised on (B)(6) 2013, allegedly due to a stress fracture at the tip of the tibial stem.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
An event regarding stem fracture involving a triathlon ts cementless stem was reported. The event was not confirmed. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause.

Event description:
It was reported by the patient that he was revised on (B)(6) 2013, allegedly due to a stress fracture at the tip of the tibial stem.